Event description:
On (B)(6) 2013, the patient reported that the rubber covering of the menu and check buttons on her infusion device was cracked. The menu button only functions intermittently. Both buttons require increased effort to achieve a response. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.

Manufacturer narrative:
The soft components of the menu and check button are damaged and restricted handling of the pump is a possible implication. As result of the leaky soft components moisture may enter and caused damages to the electronic of the pump. The buttons were tested successfully and the functionality fulfills the product specification. The problem mentioned by the customer is related to careless handling of the product.